Event description:
It was reported the patient's ipg was inoperable because the patient is reported to have not recharged the ipg for an extended period of time. The patient underwent a surgical procedure to have her ipg removed and replaced on (B)(6) 2014. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm differs to the patient's physician regarding medical history.